Event description:
It was reported that the single trigger rotary ran on its own without user activation during testing. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is complete.